Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working well. Two weeks later, the patient underwent a surgical procedure in which it was noticed that there was a crack in the pump connecting tube. The cause of the damage in the tubing was not elucidated by the hospital the pump was explanted and replaced. After the procedure, the patient improved and remains stable.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis (ipp) device was not working well. Two weeks later, the patient underwent a surgical procedure in which it was noticed that there was a crack in the pump connecting tube. The cause of the damage in the tubing was not elucidated by the hospital the pump was explanted and replaced. After the procedure, the patient improved and remains stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual and functional testing of the pump showed the component performed within specification; therefore, the reported allegation of hole was unable to be confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The tube was identified to be cut down and it was not returned. Visual examination of the pump did not identify any leaks in the component. Functional testing showed the component performed within specifications. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.